Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been returned.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2010. The patient came in emergently with back pain and found to have an infected stent graft. The physician elected to explant the devices and identified a type 3b endoleak in the proximal extension. The patient is in stable condition.